Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿txrx error¿ occurred on the rotaflow console during patient use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failures could be reproduced. The rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been replaced. After the replacements the device is working as intended and is back in use. A similar complaint was previously investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. Based on the investigation results the reported failure "txrx error" could be confirmed. A device history record (DHR) review was performed on 2024-09-02. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in china. It was reported that the error message ¿txrx error¿occurred on the rotaflow console during patient use. The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange during use a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.